Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient underwent a surgery where an unknown trabecular metal ankle instrument was used on (B)(6) 2016 and during the surgery the tibial nerve of the patient got damaged. It was also reported that this is possibly due to improper placement of the protection hook during milling maneuver. The implantation and explantation dates are left empty as the device involved in this complaint is an instrument. Hence, no expiration date is captured, for the same reason.

Manufacturer narrative:
Investigation results were made available. As for zimmer specialists to perform an in-depth analysis it is required to have all necessary information at hand, it was therefor tried several times to receive more information for this case. Additional information was requested at complainant the latest one on october 16, 2017. Some additional information on the event has been received and it was reported that no more information will be available. A technical investigation was not possible to perform, as the device(s) were not at hand for investigation. Trend analysis: no trend analysis could be performed as no item number(s) is/are available. DHR review: as no lot numbers were provided for the devices, the device history records could not be reviewed. The missing device information has been requested but was not available. At zimmer (B)(4) all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection - and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer (B)(4) and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Review of event description: it was reported that during a surgery on (B)(6) 2016 the tibial nerve of the patient got damaged. The surgery was completed, no other instrument was used, there was no surgery delay, instrument was from a loaner set. According to the surgeon, the instrument actually did not fail but the nerve got damaged during surgery possibly due to improper placement of the protection hook during milling maneuver. However this can not be reconstructed in retrospectively. Patient is still experiencing sensitivity dysfunction in the area of the injured nerve. Review of received data: - surgical report dated (B)(6) 2016: diagnosis: post-traumatic osg osteoarthritis 2.5 years after osteosynthesis of a left trimalleolar luxation fracture surgery: implantation of an osg (zimmer tm total ankle) (size 3) prosthesis on the left and plate osteosynthesis of the fibula with a 5-hole 1/3 plate surgery completed without any observed problem. No abnormal event is noticed in the report. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Root cause analysis: according the surgeon there is no involvement of the instrument. Therefore, no root cause analysis for the complaint was performed. Conclusion summary: no ref/lot number of the product was reported. No product was received to confirm any failure event. Surgical notes did not confirm any failure event. Moreover, according the surgeon the instrument did not fail. Therefore, the issue is assumed to be not related to the product. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).